Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the patient had been in "not good condition" because they had been without the stimulator for several days due to the infection. This is thought to have occurred immediately after the infection, and prior to event resolution. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: neu_unknown_ext, serial# unknown, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that there was a wound infection at the implantable neurostimulator (ins) site following a replacement on (B)(6) 2017. The wound felt hot, was red, and the patient's c-reactive proteins (crp) levels were 81. The hcp performed an urgent operation on (B)(6) 2017 where the wound was explored because of an infectious milieu; the ins and extension were explanted and not replaced. The diagnostic methods included the patient reporting the red wound on (B)(6) 2017, laboratory testing resulted in the crp 81 on (B)(6) 2017, and surgical observations that resulted in the identification of the infected pocket on (B)(6) 2017. The event resulted in an in-patient or prolonged hospitalization, medical / surgical intervention to prevent a life threatening illness / injury or permanent impairment. The event also resulted in an emergency room visit, urgent care visit, and an unscheduled clinic or office visit. The etiology was noted as related to the device/therapy and related to the implant procedure; an "other" etiology of wound infection was noted. The event was considered resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: neu_unknown_ext, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event resulted in an in-patient hospitalization, an emergency room visit, an urgent care visit, and an unscheduled clinic or office visit. The etiology was also updated to include surgery/anesthesia. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 748295, serial (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: extension. Product ID: 748295, serial (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the previously noted replacement procedure prior to the event was due to normal battery depletion. It was also reported that the etiology was updated to unlikely related to the device/therapy and related to the implant procedure. No further complications were reported/anticipated.